Event description:
Asr revision; asr xl - left; reason for revision: pain.

Event description:
Additional reason for revision: metallosis.

Event description:
Reason(s) for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this case closed to CAPA.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr xl - left, reason(s) for revision: pain. Bi-lateral - please see (B)(4) for right side revision. Update: amended claimsuite ref and bi-lateral cross ref, corrected implant date and added additional reason for revision - received (B)(6) 2012. Reason(s) for revision: alval / soft tissue reaction update received: 26th september 2013 - added further revision reason: metallosis, cross referenced, added surgeons forename: prof (B)(6) and attached documents. Please note the stem has not been reported on this com as previously was on the initial dint as the revision surgery notes on the end of the surgeon confirmation form advised the stem was not revised. Update: information received from (B)(6) 2013 - implant date (B)(6) 2007. (B)(4). Update - added a stem, did all mw fields, manufacturing and expiry dates. Taken from claimsuite dated (B)(6) 2015.